Event description:
It was reported that during a cryoablation procedure, air was aspirated but it could not be removed even as it was aspirated many times. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 24835, were returned and analyzed. The data files did not show any system notices or issues for the date of the event. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through analysis. The sheath, 4fc12 with lot number 24835, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.